Manufacturer narrative:
D2b pro code (product code): lit, dqy. Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 27mm proximal of the distal markerband. As per specification, the rated burst pressure for this device is 27 atmospheres. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that a balloon burst occurred. A 10.0mm x 80mm x 75cm athletis pta balloon dilatation catheter was advanced for dilation. However, it was noted that the balloon burst just before the working pressure was reached. No patient complications were reported.

Manufacturer narrative:
D2b pro code (product code): lit, dqy.

Event description:
It was reported that a balloon burst occurred. A 10.0mm x 80mm x 75cm athletis pta balloon dilatation catheter was advanced for dilation. However, it was noted that the balloon burst just before the working pressure was reached. No patient complications were reported.